Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a distal radius fracture. During the operation, the nail was interfered with the blade. The surgeon couldn't move it backward and forward. The surgeon locked the blade once, used the extraction instruments and succeeded. After that, the surgeon exchanged the nail and finished the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: device was received on 08/06/2013. The returned articles were sent to our pm for investigation: here the findings; both complained articles are fully functional therefore we are not able to comprehend the stated problems. It is clearly visible though that the tip of the blade got damaged on one side. We can only suppose that the surgeon encountered some problems during insertion and decided to exchange the implants (precaution measures). The device history record for both articles have been researched; no abnormal findings were identified. Manufacturing and inspection records also indicated no problems with the lots in question. No product fault could be detected.